Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys pth immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. Patient 1: on (B)(6) 2021 the initial result was 4.30 pmol/l. The repeat results were 171.8 pmol/l, 170.5 pmol/l, and 169.7 pmol/l all with data flags. The result of 170 pmol/l was reported outside the laboratory. Patient 2: the initial result was 4.76 pmol/l and the repeat result was 35.31 pmol/l with a data flag. It was unknown if the results were reported outside the laboratory. The reagent lot number was 490835. The expiration date was asked for but not provided.

Manufacturer narrative:
The investigation found the customer's calibration recovery to be acceptable. The provided instrument alarm trace contained sample volume insufficient or clot pip. Errors. A field service engineer performed performance testing on the instrument after performing scheduled maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.